Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that issues occurred during advance trial evaluation and not during permanent neurostimulator implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an implantable neurostimulator (ins). It was reported by the patient's daughter that since the program change the patient had been leaking more and voiding less at night. Patient also had a history of utis. No further complications were reported or anticipated.